Event description:
Pt has been receiving radiotherapy directly over left breast and device. The customer suspects an anomaly because charge time test failed on several attempts (on (B)(6) 2012), although it was eventually successfully and charge time was within normal limits.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.